Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use following a percutaneous coronary intervention (pci). The device cap was pulled upward and the device came straight out of the patient resulting in failed deployment. The anchor was clearly visible and still attached. A 7 cm pseudoaneurysm developed and hemostasis was achieved with a femostop. The patient's inr was reported to be above 2.0. The patient remained in the hospital for observation and the following day, an injection of the pseudoaneurysm was performed. Ultrasound revealed no further issues. The patient's condition was reported to be fine.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.